Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events of bent cannulas with 2 infusion sets after being used for 2 days. Patient noticed symptoms 3 or more hours after insertion. The site of insertion was abdomen and was regularly rotated. Patient's blood glucose due to event was 32 mmol/l therefore, patient took correction bolus via pump. The patient was admitted to the emergency room and was given IV and fluids of saline and insulin for treatment. Patient also had ketones and the ketone level was not dangerous. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.